Event description:
Information was received indicating that a port was noted to be leaking in a patient receiving chemotherapy. The leak was noted by a radiologist. The port was surgically removed and replaced. No additional adverse patient effects were reported.

Event description:
Information was received indicating that this patient began to feel pain when chemotherapy medication was administered through this port. The medication administration was stopped and the patient had an x-ray with contrast. The x-ray clearly showed the extravasation of contrast indicating a leak in the port. The port could not be removed due to the terminal status of the patient. No additional adverse patient effects were reported.